Event description:
It was reported that the patient presented remotely via merlin.net transmission for nonsustained ventricular oversensing episodes. The implantable cardioverter defibrillator exhibited low level, high frequency noise oversensing, stored on egm. The oversensing led to inhibition of pacing. It was noted that the oversensing could be from myopotential or a loose set-screw. Programming changes were suggested. Patient would be monitored with routine follow-up. No further information is available.

Manufacturer narrative:
Correctional MDR to change the event date from (B)(6) 2017 to (B)(6) 2017.